Event description:
On 5/07/97, a device which was explanted on 4/4/97 due to a dislodged sideport septum was returned to the MFR for analysis. This event was originally addressed in medwatch report #1219454-1997-00176; however, this file had been closed because the MFR's complaint's dept did not receive notification of the device's return until 5/9/97, which was after the file had been closed due to the device not being returned within 15 days of issuing the product return agreement letter. As a result, a new file has been opened to address the return and analysis of the device. In the previous report, the radiologist had admitted to not using a sideport injection rate of 10cc/mm or less. Please reference medwatch report #1219454-1997-00176 for add'l details concerning the original report.